Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(6) & co. Kg (oekg). Oekg checked the subject device and confirmed that the forceps elevator wire was frayed (cut and raised) as reported. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that after the reprocessing of the subject device by automated endoscope reprocessor at the user facility, it was found that the forceps elevator wire of the subject device was frayed. The user also stated that after the manual cleaning there was no breakage of the forceps elevator wire. The device had been reprocessed with a non-olympus (wassenburg) automated endoscope reprocessor. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus europa se & co. (B)(4). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based upon the information from (B)(4) and similar past cases, omsc considered that the reported forceps elevator wire breakage was attributed to the fatigue accumulation on the forceps elevator wire due to repeated forceps raising operations, and so on. And, it was considered that the reported forceps elevator wire raising was attributed to the stress applying to the broken forceps elevator wire due to brushing cleaning around the forceps elevator during manual reprocessing, or the physical stress during reprocessing by non-olympus automated endoscope reprocessor. If additional information is received, this report will be supplemented.